Event description:
Reporter alleged obtaining a discrepant blood glucose result of 325 mg/dl back to back with a result of 159 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that he took his normal dosage of nph insulin after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.